Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was high resistance/impedance as there was one patient alert for out of tolerance subthreshold lead impedance on 01-jul-2012 15:00:18. Also, the weekly pace lead impedance trend data shows an increase for min and max lvperm pace impedance equaling 893 to 2052 ohms peak between 16-may-2012 and 11-jul-2012.

Event description:
It was reported that the left ventricular [lv] lead has had increasing impedance measurements and the impedance is now measuring high. The lv lead remains in use. No patient complications have been reported as a result of this event.